Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8110 error code 354.6770 account name: (B)(6) medical center account #: 1429300 asset name: 8110 syringe module, v9 r asset location: contact: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: 8110 sn: (B)(4) customer stated that he was getting error code 354.6770 and wanted to know how to clear it. Failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that he needed to replace pressure sensor or/and yellow harness. Now if they look good then I explain to the customer that he may need to replace his logic board. The customer said ok and ended the call. Ref:_00d30y0yr._5000l1kvdg6:ref